Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had hardware failure. A field service engineer found matrix drawer 2.1 failed and unable to be recovered. Further, the fse turned off the station, inspected the back of the matrix drawer, replaced the retractor band, reseated the solenoid connector and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failure the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.